Event description:
Guiding catheter broke apart during ptca. Vascular surgeon removed catheter segment in surgery via right femoral approach. Pt is stable. Rescheduled cardiac cath for 2/14/2000. 2/10/2000 to surgery for removal of catheter segment. To sicu for observation.